Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70 (B)(4) model description: linear 3-4 lead 70cm model#: sc-2366-50 (B)(4), and 288142 model description: linear 3-6 lead 50cm the explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory

Event description:
A report was received that the patient underwent a lead revision to bury the lead deeper. The physician explanted the lead and implanted a new one. The patient was reportedly doing fine.